Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-03022 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen needle electrode were used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2011. According to the complainant, the ablation treatment was administered on a 2cm tumor. However, the physician expressed concern that no air bubbles, which the user views as an indicator that the ablation is being performed, were visible under ultrasonography. The procedure was completed with a different device. Reportedly, no visible issues were identified with the leveen needle electrode. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4):the device has not been received for analysis; therefore, the root cause of the reported issue could not be determined.(B)(4).